Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver emergency battery was dead.

Manufacturer narrative:
The customer-reported issue, the internal (emergency) battery being dead, was confirmed via the driver alarm history which revealed four emergency battery error alarms. This alarm was successfully reproduced during the investigation. Testing determined that the emergency battery's individual cells had been subjected to deep discharge. The emergency battery error alarm was generated in response to the system monitoring and the emergency battery seeing a lower voltage than the accepted cut-off. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.